Event description:
Reporting status: malfunction. Reporting rationale: hypotube separation has caused or contributed to patient injury previously. Device issue: hypotube separation. It was reported that the target lesion was the distal rca with heavy tortuosity, mild calcification and 90% stenosis. After pre-dilatation of the lesion, the vision stent delivery system (sds) was advanced, but it did not advance further than the tortuous area immediately past the ostium of the rca. Thus, several attempts were made to cross the lesion by using parallel wire technique and a support balloon catheter. During these attempts, the physician made the shaft kink around the rhv, but further attempts to deliver the sds were made. Consequently, the kinked hypotube got separated inside the guiding catheter. The separated sds and the guiding catheter were removed as a single unit. There were no patient effects. The physician commented that the kink was caused by his mishandling. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: quality assurance analysis revealed that the stent deliver system (sds) was returned with blood in and on the balloon, in the inflation lumen, on the distal shaft, and on the hypotube. The stent implant was stationary on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. The proximal end of the sds was not returned. The hypotube and jacket were separated, 70.5 cm proximal to the guide wire exit notch. The fracture face was ovaled as if kinked prior to the separation. The material at the separation was stretched and jagged. There were two kinks in the hypotube, 63.5 cm and 68 cm proximal to the guide wire exit notch. There were no kinks or damage noted to the tip and inner member. There was no other damage noted to the sds. The tip seal length was measured and this met manufacturing criteria. A snap gauge was used to measure the outer diameter of the stent implant, and these measurement met manufacturing criteria. The stent length was measured and this met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned product. The inability to cross a lesion can be affected by numerous factors. Based on the reported information, the failure to advance appears to be related to the tortuous and calcified anatomy. Analysis of the returned product is consistent with preparation and a separation while in the patient anatomy. The fracture faces were oval as if kinked prior to separation. The material at the separation was jagged and stretched. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. There were two kinks in the hypotube near the separation. In this case, the shaft separation/kinks are likely related to the additional force used during the attempt to cross the lesion. It should be noted in the vision instruction for use (IFU) it states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. A review of the product manufacturing records did not reveal any non-conforming material reports associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. In this case, the failure to advance, shaft kinks and separations appear to be related to the operational context of the procedure. Product performance engineering will monitor the incident circumstances. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are 100% visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity. This MDR is considered closed by the product performance group.